Event description:
It was reported that an error code 1660 / rtc and rear housing was experienced. (Unknown/no patient injury).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found with the device. Error was found in the device ehl (event history log). The customer stated problem was duplicated. The microprocessor unit board was damaged. Rear housing was damaged and contaminated by fluid ingression. For corrective action, it was recommended that the microprocessor unit board and rear/front housing assembly be replaced. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.